Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610773-2023-03621 (patient identifier (B)(6). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was confirmed with the ceramic tip being detached. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the resectoscope sheath's ceramic tip was broken. There were no reports of patient harm.